Manufacturer narrative:
(B)(4). This section was inadvertently left unmarked in the initial MDR. The original sample was not available for evaluation. The device was manufactured between 05/27/2014 and 05/30/2014. A companion sample was returned and an evaluation was completed. A review of all batch record documents was performed for lot number gd897116 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed on the device with no issues noted. Functional pressure testing was performed on the pouch and no leaks were identified that could have compromised the seal or component integrity. Upon conclusion of the investigation, the sample was determined to meet product specifications. The reported issue could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the minicap was dry. The caregiver (cg) clarified that the issue was noted when the overpouch was opened before use. The cg stated there was no damage noted to the packaging or the overpouch. The cg stated the minicap was never used on the patient. There was no patient involvement. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 15.